Manufacturer narrative:
The biomed stated that there's no patient involvement. The authorized service personnel replaced the power supply and power management board to address the reported issue. The unit successfully passed the required performance test and returned to service. Upon further investigation, information received from biomed indicated the issue was discovered during routine check off the equipment by the respiratory therapy department. No patient involvement. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer states that unit will not power on and has no led indicating it has power. The customer reported that the unit was not in use on patient. The customer contacted product support and advised the unit possibly has a faulty power management board or power supply. Further information is pending.